Event description:
Healthcare professional additionally reported rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified broken shell brown and crease fold. Weight measurement of the device identified device was underweight. A microscopic analysis was performed which identified a sharp edge opening. A dimensional measurement in the shell was performed which identified the thickness was within specification. Based on the device analysis the final assessment was a sharp broken edge in the radius side assessed as unidentified (tear) opening. Additional, changed, and/or corrected data: h.3., h.6.

Event description:
Healthcare professional reported right side "pain", "misshaped implants", "fluid buildup", and "fold." Additionally, healthcare professional reported rupture. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. The event of "seroma" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late.

Event description:
Healthcare professional reported right side "pain", "misshaped implants", "fluid buildup", and "fold." Device remains implanted.